Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction of an inadvertent electrical shock to the user was not replicated or confirmed. The device was put through extensive testing without duplicating any type of hazard consistent with this report. The customer was contacted as part of the investigation and communicated that many of the details are vague. We were unsuccessful in receiving information from the customer if the nurse that was allegedly shocked received treatment. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the nurse received an electrical shock. No further information is available at this time. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.